Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that after changing his infusion set, his blood glucose is very high. His blood glucose is 16 mmol/l. He also stated that while trying to give himself a bolus, he received a motor error alarm. The customer stated that he has received the alarm before on several occasions. During troubleshooting for motor error alarm, it was found that the drive support cap appeared loose and customer said that the cap is more indented on one side than the other. He was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per his doctor¿s orders. The customer was also advised to return the pump with the battery and zero out the basal rates. The pump will not be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarm. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip, missing end cap sticker and stained address/serial number label.